Event description:
There was an issue with either the manifold 70038414 or the control syringe (merit control syringe infor 176269 pulled separately). It is fine once assembled, but once fluid is being pushed the syringe untightens.

Manufacturer narrative:
It was reported that there was an issue with either the manifold 70038414 or the control syringe (merit control syringe infor 176269 pulled separately). It is fine once assembled, but once fluid is being pushed the syringe untightens and the possibility of air being pushed in the body could happen. Guesstimately it happened about 5 times with staff. A new kit was pulled to use instead. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.